Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor stopped working occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2021. Data was evaluated and the allegation was not confirmed for transmitter ID (B)(4). The probable cause could not be determined as the allegation was not found. In addition, signal loss was found in connection to the reported allegation for transmitter ID (B)(4). The probable cause of the signal loss could not be determined. The reported event of a sensor stopped working is reportable based on the finding of signal loss. No injury or medical intervention was reported.